Manufacturer narrative:
Concomitant medical product(s): - model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with multiple non-sustained ventricular tachycardia (nsvt) episodes and oversensing noise. It was noted that the noise was unable to be reproduced with movement in clinic however inadvertent oversensing was noted with analysis unrelated to movement. The physician will consult with electrophysiologist (ep) regarding a treatment plan for the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead developed a lead fracture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.